Manufacturer narrative:
Resmed has requested for the device to be returned so that an engineering investigation could be performed. The device has not been returned, therefore resmed is unable to confirm the alleged malfunction at this time. Note: the reportable event occurred outside the us. During a routine check of complaints records it was detected that the event is reportable in the us. This report is being submitted to correct the error. (B)(4).

Event description:
It was reported to resmed that an astral device displayed an error message (sf74) indicating a software task fault. There was no patient injury reported as a result of this incident.

Manufacturer narrative:
The device was returned to the service center for evaluation. Review of the device data logs by the service center confirmed the reported system fault 74. The main pcba was replaced to address the system fault 74. The astral main pcba was returned to resmed for an engineering investigation. Based on all available evidence and complaint investigations of a similar nature, the investigation determined that the root cause was a software issue. Resmed's risk analysis for this failure mode concludes that the risk is acceptable. Resmed reference #: (B)(4).

Event description:
It was reported to resmed that an astral device displayed an error message (sf74) indicating a software task fault. There was no patient injury reported as a result of this incident.